Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient was given antibiotics.

Event description:
A report was received that the patient was being treated for infection at the ipg site. The physician believed that the infection was not device related but procedure related. The patient had complications with anesthesia during a revision procedure which caused the infection. The patient was being closely monitored by the physician.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was being treated for infection at the ipg site. The physician believed that the infection was not device related but procedure related. The patient had complications with anesthesia during a revision procedure which caused the infection. The patient was being closely monitored by the physician.